Event description:
It was reported, that during the procedure, the subject stent deployed prematurely within the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. The stent delivery wire (sdw) was found to be kinked/bent, the stent was found to be deformed. The stent introducer sheath was not returned. Functional inspection was not applicable. Defect confirmed during visual inspection. The reported event was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation, based on the analyzed anomalies noted to the device. The device was analyzed. The stent was found to be deployed and deformed, the sdw was found to be kinked/bent. It is probable, that these damages caused the friction during use and the reported issue. An assignable cause of procedural factors will be assigned to the as reported/ as analyzed; ¿stent deployed prematurely during use¿, and as analyzed codes, ¿ sdw kinked/bent¿, ¿ stent deformed¿. As the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu. But due to procedural and/or anatomical factors during use, the product performance was limited.